Event description:
Patient self-tester reports higher than expected result with the protime micro-coagulation system. The patient self-tester's protime instrument generated result of 7.0 inr. A second testing ran side by side using the visiting nurse's protime instrument generated result of 2.3 inr. Patient management was based on the 2.3 inr result generated on the nurse's protime instrument. Patient's therapeutic range: 2.0-3.0 inr. No adverse events reported.

Manufacturer narrative:
This MDR submitted (B)(4) 2014 references itc complaint #(B)(4). Cuvette lot #h3k3h038. Method: actual device not evaluated. Process evaluation performed. No ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specification. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint.